Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a loss of capture (loc). The presenting electrogram (egm) shows a loss of capture (loc) observed on the left ventricular (lv) lead. Subsequently, additional information was received indicating that the patient is currently undergoing radiation therapy for cancer and the system will be reviewed at the next routine follow up. This system currently remains in service and no adverse patient effects were reported.